Manufacturer narrative:
Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2017. Subsequently, medtronic diabetes conducted a two year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin is squirting out of infusion set tubing during the fill tubing process. Customer replaced the infusion set with a new infusion set. Customer reports the load reservoir process did not complete without insulin exiting the tubing on the second infusion set. Customer's blood glucose level is not known. Product is expected to be returned.